Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post op check, a lead dislodgement was noted. Fluoroscopy confirmed lead dislodgment. No patient symptoms were noted. The lead was repositioned successfully. The patient was stable post procedure.